Event description:
When moving the cot sides of the bed there was a loud bang which frightened the pt and nurse. Investigation revealed that the bang was caused by the mains cable supplying a profiling air mattress inflator becoming crushed between mechanical parts of the bed (folding cot side), shorting the live conductor to earth and causing a loud bang. Had the bed not been connected to the mains supply a break in the insulation exposing only the live conductor would have resulted in the whole bed frame becoming live.

Manufacturer narrative:
This report is being filed under (B)(4) by arjohuntleigh on behalf of the MFR arjohuntleigh, a branch of arjo (B)(4). The user facility replaced the severed cable and put the bed back into operation. Thus the device has not been examined however, the user facility did provide photographs. It was noted that the leads shown in the photographs do not belong to arjohuntleigh as they were blue and not black in color as is provided by the company and that it had been changed by a non-arjohuntleigh employee. Also, upon review of the IFU, it was noted that the IFU states warning and caution messages about the handling and positioning of the main power cord and the bed under the installation section which was not followed by the user. It was agreed that the same warning and caution messages will be added in the beginning of the IFU which will catch the readers attention. Hence all the ifus have been updated to reflect this change. It seems that by following the instructions provided in the IFU, the recurrence of a similar incident can be averted. No fault has been identified with the bed however it was made clear to the nursing staff to be very careful where they trail mains leads and ensure that mains leads will not be trapped or crushed in the cot sides. A review of the past 12 months found no similar complaints of this type.